Manufacturer narrative:
H6: investigation summary. There was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: valve in venflon dislodged on flushing, blood lost through injection port. I had a look at datix and the mhra reports we had so far and compile the information on a spreadsheet for our reference, to keep track on the devices reported along with lot numbers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: valve in venflon dislodged on flushing, blood lost through injection port. I had a look at datix and the mhra reports we had so far and compile the information on a spreadsheet for our reference, to keep track on the devices reported along with lot numbers.